Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('initial coils were embedded within the fallopian tubes. 50% was embedded within the myometrium of the cornual angle') and device breakage ('breakage/ expulsion: breakage') in a 32-year-old female patient who had essure (batch no. A04528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (2003, (B)(6) 2013), loop electrosurgical excision procedure and panic attacks. Previously administered products included for an unreported indication: paragard in 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pelvic , abdominal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, depression, device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6) 2014. On (B)(6) 2012, normal retroverted uterine cavity, normal tubal ostia. Bilateral essure coils were placed without difficulty with six trailing coils on the right and four trailing coils on the left. Plaintiffs received treatment for pelvic pain, abdominal pain, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following event was described in patient's medical record- embedded device. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs and medical record received: event added from pfs - vaginal haemorrhage and menorrhagia. Event psychological trauma was replaced with new events ¿ anxiety and depression. Event added from mr- embedded device. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('initial coils were embedded within the fallopian tubes. 50% wasembedded within the myometrium of the cornual angle') and device breakage ('breakage/ expulsion: breakage') in a 32-year-old female patient who had essure (batch no. A04528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (2003, (B)(6) 2013), loop electrosurgical excision procedure and panic attacks. Previously administered products included for an unreported indication: paragard in 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain/ pelvic , abdominal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding, (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, anxiety, depression, device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6) 2014. On (B)(6) 2012, normal retroverted uterine cavity, normal tubal ostia. Bilateral essure coils were placed without difficulty with six trailing coils on the right and four trailing coils on the left. Plaintiffs received treatment for pelvic pain, abdominal pain, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following event was described in patient's medical record- embedded device. Lot number: a04528, manufacture date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. (Product technical complaint) on 6-feb-2020: medical record was received. New reporters were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2012 and (B)(6) 2014. Plaintiffs received treatment for pelvic pain, abdominal pain, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, device breakage, psych injury. Reporter information, date of birth, essure removal date were added. Essure insertion date were updated. Device category changed from device other event to incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.